Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name "[micra]" product ID: "[mc2avr1-delsys]" (serial: "[(B)(6). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited poor threshold at the first deployment and was recaptured. During the second approach, the tines were found to be protruding from the tip. The device could not be fully recaptured, so it was once removed from the body. Outside the body, the lock was released, the tether was pulled, and the deployment button was operated, which allowed the device to be fully recaptured. During the third approach, the device stopped moving in a half state and could not be deployed. For the fourth approach, the tether was pulled and the device was recaptured once, but when the approach was started again, the device body came out and returned to a half state. At that time, the device was reportedly in a locked state. It was also noted that an unusual resistance was felt when attempting to recapture the device. The leadless ipg was attempt ed/not used and replaced. No patient complications have been reported as a result of this event.